Manufacturer narrative:
Investigation of the customer's issue included review of complaint activity, trending reports, device history records, labeling and field data for the complaint lot. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends. Device history records for the complaint lot were reviewed and did not identify any issues related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Worldwide field data was used to assess the performance of the architect total psa assay. The median patient population result for lot 28382fn00 falls within the established limits, indicating the reagent lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total psa reagent.

Event description:
The customer obtained falsely elevated architect total psa results on a post total prostatectomy patient. The patient¿s sample generated a pre-excision psa of 7.5 ng/ml and a post-operative psa ranging from 0.04 ng/ml to 0.05 ng/ml. The patient¿s psa has been monitored since the procedure. Test results generated from (B)(6) 2020 to (B)(6) 2021 ranged from 150 ng/ml to 698 ng/ml. The customer indicated the patient previously had an MRI and CT scan. It is unknown if IV contrast was used; however, there was no adverse impact to the patient. No further impact to patient management was reported.

Event description:
The customer obtained falsely elevated architect total psa results on a patient that had a prostatectomy. The patient¿s sample generated a pre-excision psa of 7.5 ng/ml and a post-operative psa ranging from 0.04 ng/ml to 0.05 ng/ml. The patient¿s psa has been monitored since the procedure. Test results generated from october 2020 to october 2021 ranged from 150 ng/ml to 698 ng/ml. The customer indicated the patient previously had an MRI and CT scan (date unknown). It is unknown if IV contrast was used; however, there was no adverse impact to the patient. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up will be submitted when the evaluation is complete. This report is being filed on an international product, architect total psa, list 7k70, that has a similar product distributed in the us, list number 6c06. Patient information: no further information was provided.